Manufacturer narrative:
Device was serviced at the customer site. Device servicing found no anomalies and the device passed all applicable testing. Device data was provided for review. Assessment of the data found that arterial pressures and flows were as expected during preparation and perfusion. The data does not support an issue with the device, the device was working as expected.

Event description:
It was reported that the liver was declined following perfusion. No specific allegation was made against the metra device, however, the physician wanted the device inspected.